Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The sd card fault was confirmed in the downloaded data, but could not be duplicated. As received, the monitor passed incoming functional testing. The root cause of the fault cannot be positively identified. An sd card fault does not affect the ability of the monitor to detect an arrhythmia or deliver a treatment. Manufacture dates: monitor: 2/25/2016, electrode belt: 6/5/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was initially at home, but was taken to the hospital via ems. The patient's wife and ems were present. Ems reported that the patient was treated numerous times by the lifevest. Review of the patient's download data revealed that the patient was treated 23 times by the lifevest on the day of passing. The treatments were delivered between 7:55:34 am and 9:47:42 am on (B)(6) 2019. The patient's ECG rhythms are not known at the times of the treatments due to an sd card fault with the monitor. An sd card fault does not affect the ability of the monitor to detect an arrhythmia or deliver a treatment. The patient was taken to the hospital and the lifevest was removed by hospital staff. The patient was put on hospital telemetry and passed away about an hour later while not wearing the lifevest. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.